Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.